Event description:
It was reported that a lead safety switch (lss) to unipolar sensing occurred as a result of high, out of range pacing impedance from a competitor's right ventricular (rv) lead. The physician alleged that the rv lead had been crushed by the patient's clavicle. After the lss, oversensing from the device was noted and resulted in pacing inhibition. The physician elected to reprogram the device and implant a medtronic device as the primary pacemaker for this patient. The device remains implanted and in service. No additional adverse patient consequences were reported.